Manufacturer narrative:
Evaluation summary: lot number was provided. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Iol product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during two different intraocular lens (iol) implant procedures, the cartridge split. Additional information was provided that there are additional cartridges that have cracked. She did state that there was no patient harm. There are three medical device reports associated with cracked cartridges by the same reporter. This report is for the second of three reports.